Event description:
It was reported the sensor break. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Two opened and used sensors were inspected and one of the two was found with the cannula retracted inside of the sensor. The sensor was whole and not broken. The second sensor had no damage. It could not be confirmed if the customer received the sensor damaged due to returning it opened and used.